Manufacturer narrative:
H10: on 10/03/2023, the field service engineer (fse) confirmed the reported device issue and replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the issue. The fse completed running and functional testing following the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device turned on by itself. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that the device was found during periodic checking outside of clinical use. There was no delay in therapy or patient harm. The customer was provided with an alternative device for use and the device which experienced the issue was retrieved. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).